Event description:
It was reported at a follow-up visit about two weeks after implant that there was no pacing capture, high impedance, and far field r-wave (ffrw) oversensing on the patient's right atrial (ra) lead. It was determined that the set screw was not tightened completely with the ra lead. A revision was done to modify the setscrew connection between the ra lead and the patient's implantable pulse generator (ipg). The presenting symptoms were addressed and the ra lead and ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.